Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The primary surgery was performed on 2008. The patient¿s complained of pain in (B)(6) 2018. Then, the surgeon noticed the patient got a fever, and recognized that the patient¿s crp was more than 20. Then, it was reported that the removal surgery was performed on (B)(6) 2018, and treated by placing the antibiotic cement mold.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.